Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 5 of 5 on the homechoice (hc). The technical service representative (tsr) explained the error and the home patient (hp) stated the patient line became disconnected during sleep. The hp cycled power to the system error 2367. The tsr assisted to retrieve the cassette and advised to let the registered nurse (rn) know about the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; because the customer reported the patient line became disconnected during sleep, which is a known cause of system error 2240. The assignable cause is undetermined. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.